Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The turbid 25+ga (gauge) 10k cuts per minute (cpm) combined pak was visually inspected and no obvious defects were found. The 25ga trocar was on the infusion cannula tip. The yellow stopcock was connected to the infusion manifold and the infusion cannula line. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime, tune with the ultrasonic handpiece, the 0.9mm air bypass tip (abs) tip and the lab stock infusion sleeve, and pass intra ocular pressure (iop) calibration successfully. No bubble or message code occurred during fluid air exchange. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported the displacement of air was not available during the fluid air exchange phase of a surgery. The product was replaced with another one and the surgery was completed. There was no patient harm.